Manufacturer narrative:
H3, h6: it was reported that left hip revision surgery was performed. During the revision the bhr head was removed and the bhr cup remained implanted. As of today, the explanted devices, all of which were used in treatment and additional information has been requested for this complaint but has not become available. A review of the complaint history for the bhr cup and bhr head was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the bhr head. Similar complaints have been identified for the bhr cup. This will continue to be monitored. The production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. It was also confirmed that all devices were sterilized. Review of the product instructions for use found adequate warnings and precautions in relation to the alleged failure modes. The available medical documents were reviewed and concluded the clinical information provided, of the reported elevated metal ion levels, and the metallic laden synovium, may be consistent with a reaction to metal debris. However, the source and the root cause cannot be determined with the available documentation. It cannot be concluded that the reported clinical findings are associated with the implant failure. A risk management review was performed. No additional risks were identified as a result of the reported event. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventive or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
(B)(4).

Event description:
*Us legal mdl* it was reported that a revision surgery was performed on the patient left hip on (B)(6) 2018. The revision surgery was performed due to pain, limited mobility, and elevated metal ion levels. Ain, elevated cobalt and chromium, and metallosis. The patient outcome is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.